Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert was received via remote transmission showing supraventricular tachycardia. It was noted that the patient has a complete heart block. Programming changes were recommended. Patient was stable before, during and after the event.